Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her second device had been programmed twice and the lower setting was not effective. The higher setting hurt and therapy never helped her. She was having surgery on (B)(6) 2016 to remove it due to it not helping her. It never worked and it hurt her. Indication for use was gastrointestinal/pelvic floor. Follow-up was performed to determine what troubleshooting had occurred in relation to the lack of therapy.